Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. During troubleshooting with tandem technical support, it was found that the pump touch screen had remained on for more than 3 hours, resulting in the battery depleting quickly. The customer's blood glucose was 200-250 mg/dl. Customer continued to use the pump for insulin therapy.